Event description:
Voluntary medwatch form received notes that a right ventricular lead integrity alert was triggered due to sic 720 and non-sustained ventricular tachycardia electrogram morphology recurrence. The patient condition was not known. No further information was received.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5168160.